Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). Internal file number - (B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the returned guide wire had its coil wire elongated at the proximal solder. At approximately 130 mm distal to the proximal solder, the coil wire was fractured. It was presumed that torque might be continuously applied to the guide wire while it was trapped by the heavily calcified cto lesion. The core wire was fractured when the accumulated torque exceeded the product design limit. The coil wire was presumed to be fractured due to pulling force applied during wire removal. Investigation of the manufacturing records could not be performed as lot information was unavailable; however, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. The device is manufactured by asahi intecc. Co. Ltd. (B)(4), registration number: (B)(4). Abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, chronic total occlusion (cto) of the left anterior descending artery. A non-abbott support catheter was used along with the prowaterflex guide wire. The non-abbott catheter and the guide wire became trapped in the calcium and during removal of the catheter the guide wire tip separated and remained trapped in the calcium. The procedure continued on and the cto lesion was able to be opened successfully. The guide wire tip remains in the patient. A second procedure is planned for a future date to stent the guide wire segment remaining in the patient to the vessel wall. No additional information was provided.